Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The pump stopped and the team was unable to restart. The patient was dependent on the pump. The patient decompensated, CPR was initiated and the patient expired shortly after the pump stoppage.

Manufacturer narrative:
The investigation into the patient death has been completed. The data logs show an impella #119 alarm. The pump is needed to confirm the cause of the #119 alarm. The cause of the pump stop was not determined since product was not returned. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿